Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were seen with no label. No patient impact was reported. The following information was provided by the initial reporter: no label.

Manufacturer narrative:
D10: device available for eval: yes. D10: returned to manufacturer on: 22-aug-2023. H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3025476 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation and filling processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 3025476 (100 tubes) were available for inspection. No missing labels were observed in 100/100 retention samples. One photo was received for review for this complaint. The photo shows two tubes propped up in the tube tray. The tube on the left has label with lot number 3025476 and expiration 2024-07-21. The tube on the right has no label. This complaint can be confirmed for missing label. No returns were received for investigation. The complaint can be confirmed for missing label based on the evidence provided by the photo received. No complaint trends for this defect have been identified for this product; no actions are identified at this time. Bd will continue to trend complaints for defects.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were seen with no label. No patient impact was reported. The following information was provided by the initial reporter: no label.